Event description:
It was reported that product performance data was reviewed and classified as oversensing/noise and inappropriate detection. The right atrial (ra) lead and device remain in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 implantable tachy lead, (B)(6) 2007; 4194 implantable pacing lead, (B)(6) 2007. (B)(4).